Event description:
Facility would like to report a case of an eye infection that was positive for acanthamoeba keratitis in a patient using amo product. Currently symptoms improving, but eye pain continues.